Event description:
Healthcare professional reported, "potential faulty port" removed and will be returned. Follow-up findings: pt reported still hungry. Band not restricting: only 4 mls. Added 2mls and checked for leaks with portogram. Fluids only for two days. No leak seen.

Manufacturer narrative:
(B)(4). This reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. See related medwatch report # 2024601-2013-00406. This report will be sent in at a later date as it is still in investigation. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."